Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe). System was tested and verified as ready for use. The erbe was returned for failure analysis and the reported failure (monopolar 2 socket energy not firing) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar energy was not firing. The customer informed the technical support engineer (tse) they had restarted the integrated electrosurgery unit (iesu) and replaced the energy cable with no change to the reported issues. The tse reviewed multiple 25913 (c-11/c-30) errors in the system logs and then walked the customer through performing a hard power cycle on the iesu to no avail. The tse walked the customer through connecting the force triad generator, which allowed the customer to proceed with the case as planned. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no errors were noted when the system was initially powered on. The procedure was completed robotically with the force triad generator and there was no injury to the patient.